Event description:
It was reported that the drug was entered incorrectly. The drug that was programmed didn¿t match what was in the pump. It was noted the pump had been replaced on (B)(6) 2013 and at that time baclofen 4,000 mcg per ml was in the device at a daily dose of 769.1mcg per day. The drug that was put into the pump was only 2,000 mcg per ml however. On the report date, a device manufacturer representative was called to resolve the situation of the drug not matching what was actually in the pump. It was noted the health care provider (hcp) hadn¿t heard anything from the patient for the past thirty days. The hcp was thinking about bringing the patient back in (B)(6) to change the drug. It was calculated the patient was actually getting 384.55 mcg per day. It was confirmed the patient had not had any adverse effect from the current programmed infusion mode. It was determined programming of 2000mcg per ml at 384.55 mcg per day would need to occur if the hcp wanted to keep the patient on the same dose they were currently getting. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report. It was later reported that it was discovered the device manufacturer representative had used the drug from the replacement pump hence why the patient was doing so well. No one had documented what happened and the or (operating room) listed a used drug that they wasted. It was later reported that at the time of the pump replacement, the hcp requested 2000mcg/ml of drug in the pump, but the 4000 mcg/ml of drug from the old pump was reused and put into the new pump. The patient was at a daily dose of 769.1 mcg/day prior to the revision, and was still at that daily dose after the revision. The reporter did not indicate any problem with the dose being the same but still wanted to reduce the concentration to 2000 or 3000 mcg/ml. The reporter was concerned about doing a bridge bolus where the concentration goes down. It was recommended to do a reservoir rinse when reducing the concentration.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4) implanted: (B)(6) 2003, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).